Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, but the front panel touch screen was dim. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. There were no indications of excessive air delivered to the pseudo-patient bag during the simulated treatment. There were no fluid leaks in the test cassette during the treatment test. The system air leak and valve actuation test passed. The load cell verification was out-of-specification. The test failed at the 2000 gram and 4000 gram checks. After recalibrating, the load cell verification passed. The go/ no go gauge check and patient sensor calibration check passed. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. There was evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient felt that the cycler was filling them up with air during dwell 1. The patient stated they could see the heater bag was refilling but the patient reported feeling a lot of pain and bloated. The patient stated they did not receive any messages or alarms. The patient stated they would follow-up with their peritoneal dialysis registered nurse (pdrn) about the pain. A new cycler was issued to the patient. It was reported that an alternate treatment was available. Upon follow-up, the pdrn stated that the patient manually drained out a large amount specified as almost a full 3000 ml drain bag. This drain volume is 188% the patient's prescribed fill volume of 1600 ml. The pdrn, it was confirmed that the patient did not experience any additional symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.